Manufacturer narrative:
During additional review, the reportability for this event has been updated from MDR reportable malfunction to not reportable. No further reports will be sent regarding this event. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and cavotricuspid ishmus (cti) procedure with a trupulse¿ generator and there was a sudden trupulse¿ generator shut off while an ablation being performed issue observed. After (10-15) ablations, they were coming on ablation with the varipulse¿ catheter and the trupulse¿ generator and the monitors (primary and secondary) shut down and rebooted. The carto¿ 3 system displayed an alert "lost communication to the ablation generator." The caller stated the trupulse¿ generator reinitialized and re-connected to the carto¿ 3 system with no errors displaying. The procedure continued and the issue occurred again and repeated multiple times throughout the procedure. The caller noted that the last time it rebooted, the trupulse¿ monitor displayed an error 203, "console waiting for voltage to reach target." The caller noted that the error then disappeared after 2 seconds, the system re-initialized itself and the procedure continued. The procedure then continued with no further issues. No patient consequence was reported. Additional information was received on 18-feb-2026 which indicated that there was sudden trupulse¿ generator shut off while an ablation was being performed. The event was originally considered non-reportable, however, bwi became aware on 18-feb-2026 of the sudden trupulse¿ generator shut off while an ablation being performed and have reassessed the event as reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).